Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with serial number (B)(6) sustained screen damage after the user sat in a wheelchair and the pump pressed against the side of the chair, resulting in a cracked display and loss of usability; a replacement device was arranged and delivery was scheduled, with return and data-sync instructions provided. Symptoms included no reported adverse health effects. Outcomes included continuation of cgm use on the user¿s existing phone or receiver until the replacement arrived. Investigation included remote troubleshooting with verification of shipping details and replacement logistics and inspection of the returned device. Investigation of this device revealed physical damage to the display component consistent with external mechanical impact, with no functional recovery possible and the device categorized as hardware damage with a cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage unrelated to device manufacturing or design.